Event description:
Event details: purchased covid/flu a/b tests and they were defective. Said negative for all. Went to urgent care and positive for flu a. Extremely disappointed that I paid for two boxes and they did not work at all. Would love my money back!

Manufacturer narrative:
1. Customer is claiming false negative because their test showed negative for "all". They then went to urgent care and tested positive for flu a. 2. Doctor's test was not specified, unsure if it is a molecular test. 3. The manufacturer retested the lot: (242cf10615) with flua positive samples on (B)(6) 2025 (MFR report number for similar events in the same batch: 3008573045-2025-00001), no false negative for flua were detected.